Event description:
The pt reported she has not charged or used her scs ipg in approx 2 years. Subsequently, the pt is no longer receiving stimulation due to being unable to establish communication with her scs ipg using the charging system and/or pt programmer.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.